Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 389 mg/dl, 190 mg/dl, 162 mg/dl, and 169 mg/dl within 2 minutes on the performa system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.